Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) exhibited far r oversensing. Programming changes were performed to address the issue. The patient was stable before, during and after the intervention.